Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders the rep was told by the nurse that the patient experienced redness around the device pocket about 1 week ago along with it being swollen. Any pressure on the outside of the skin above the device was painful to the touch. There were no falls or other impact to the area. It was stated that antibiotics course was given, cultures taken at each incision site. Pocket had significant pus, nothing apparent at lead/extension connection. Patient had an infection in the device pocket. The left chest ins and left extension were explanted. The doctor preserved the left stn lead and hopes to re-implant extension and device in 3 months after successful antibiotic course. Antibiotic course was given as soon as physician saw photos of it. The issue was not resolved at the time of the report.